Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer had filled cartridge with cold insulin. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 130 mg/dl. Tandem technical support educated the customer on correct fill process.